Event description:
It was reported that the ilet user experienced a device malfunction in which the screen behaved abnormally and the ilet mobile app displayed an update failure, after which the agent guided the user to delete and reinstall the app, log back in, place the ilet on the charger, and restart via the mobile app, resulting in restored function and successful meal announcement. Symptoms included no adverse clinical effects. Outcomes included no alarms and no medical intervention. Investigation included guided remote troubleshooting and review of user-provided photos. Investigation of this case revealed that the issue resolved after app reinstallation and device restart, consistent with a software-related malfunction affecting the user interface and device operability. It was concluded, based on previously established findings for similar reports, that the cause was software application corruption or configuration conflict resolved by reinstallation and restart.